Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with serial number (B)(4). The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. Share logs were provided. However, the data received reflected the transmitter with the serial number (B)(4). A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.